Event description:
It was reported that during testing the pump displayed error code 41622 reoccurring in history. It was confirmed during inspection of a returned pump that error code 41622 does appear in event log. This high priority alarm occurred in non-clinical condition. However, if the issue reoccurs during infusion, it will interrupt therapy which may affect the patient.

Manufacturer narrative:
The suspected device was returned for evaluation. There was no 12-month service history during the review. Event log reviewed and customer reported error code 41622 was observed in event logs history. Visual inspection had been performed and delaminated downstream occlusion seal found. Replaced optical switch and dso seal. The probable cause of the reported issue was unknown. The device passed all functional testing after repair.